Manufacturer narrative:
Weight: unk, ethnicity: unk, race: unk. Claim # (B)(4).

Event description:
The reporter indicated that a 13.2mm, tmicl13.2, -7.5/1.0/088 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2021. On (B)(6) 2021 the lens was exchanged for shorter length lens due excessive vault. It was reported that after exchange patient had a 100% CT vault. For status of the eye (signs/symptoms): "doing well, happy with vision, vault correct" was reported. Cause of event was unknown.